Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant is detached and not available. The suture lock button is pressed down. The snare line is reeled out through the driver. There are no manufacturing abnormalities visually observed with the returned instrument. The magnum 2 is a single use device and could not be functional tested. An attempt was made to test the basic functions of this instrument. Rotating the suture ratchet knob performed as intended. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported during surgery, the anchor failed to draw up suture and it could not be deployed. There was a delay of more than 2 hours during the event. General anesthesia was applied in the patient. A backup device was available to complete the procedure successfully. No patient injuries were reported.